Event description:
It was reported that the saw is running hot. This was discovered during a case. There was no patient injury and no adverse consequences. There was no delay, a backup was used to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer and the event was confirmed to be an intermittent ebox. The device was repaired and returned to the customer.